Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the guidewire broken off at the distal end. The spring at the proximal end functions is intact. A functional assessment of the device found that the spring at the proximal end of the device functions as designed but the device cannot function due to the broken guidewire. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failures include an application of excessive force to the device or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, after successful gantry placement, the guide wire was placed, but it became loose and bent during insertion of the implant placement instrument. However, the implant could then be placed without the guide wire. The procedure was completed by changing the surgical technique. There was a non-significant surgical delay and no further complications were reported. As per the preliminary results of the investigation it was found the guide wire is broken off at the distal end.